Manufacturer narrative:
H3: analysis of 8637-40 synch ii revealed a reliability non-conformance with pump corrosion/wear/lubrication and a stall due to shaft bearing. There was corrosion on the pumphead gear, moisture and corrosion on gear wheel 3, corrosion on the insulation of m1, and slight wear on the inlet and outlet of the pump tube as well as the upper and lower shaft. The returned pump was interrogated and as per the logs the following medications were being administered: fentanyl with a concentration and dose of 1500 mcg/ml at 481.5 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving fentanyl 1500 mcg/ml for a total dose of 481.5 mcg/day via an implantable pump for spinal pain. It was reported the patient had their pump refilled on (B)(6) 2019, but this morning (B)(6) 2019) their pump started alarming. It was described as a critical alarm and was alarming every 5 to 6 minutes. The alarm was consistent with synchromed alarms. No symptoms were reported and the patient was to follow up with their healthcare professional (hcp). The rep was called to the emergency room (ER) due to the patient's pump critical alarm going off. The rep met the patient around 11:30pm and per the pump logs a motor stall occurred around 9:30 am that morning. It was noted the patient did not recently have a magnetic resonance imaging (MRI). It was noted the pump was to reach elective replacement indicator (eri) in (B)(6) 2019. The physician was notified and the plan was to replace the pump. Surgical intervention did not occur, but was planned but not yet scheduled. It was noted the issue was not resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history were unknown (asked and will not be made available). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient ended up in the emergency room with symptoms of an overdose. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported that the pump was replaced. The issue was reported as resolved and the patient was alive with no injury. The explanted device would be returned for analysis. No further complications have been reported as a result of this event.